Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the surgeon hold the rotating knob still during device connection? Did the surgeon attempt to reinsert the staple pin through the original hole? Why did the surgeon resect the original bowel? Why does the surgeon believe that the leak may have been caused by the intra-op difficulties? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler pin retracted through the ostomy. Bowel needed to be re resected. During a bowel resection procedure, after the stapler pin had been deployed (puncturing a hole in the bowel as intended) the pin retracted back into the housing leaving an open hole in the bowel. The bowel was then re resected, and an anastomosis was created using the cdh29p. The patient then had a post operative leak. Post operative leak also detected.